Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, there was a defective single board computer (sbc) board in the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00659. Per the laboratory evaluation, the product surveillance technician (pst) observed the central control monitor (ccm) rebooting. The pst disconnected the single board computer (sbc) board and inspected connectors. There were no issues found. The pst reconnected the customer sbc board and powered on and observed the ccm rebooting. The pst powered down the ccm, replaced customer sbc board with lab-use only sbc board and powered on. The pst observed the ccm to boot properly and function normally. He rebooted ten times and observed the ccm to boot properly each time, determining the customer sbc board was defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.